Event description:
Hcp reported pt had a chronic infection for which surgery was performed to remove the cap. During the surgery, the surgeon noted the lead had moved so the entire system was turned off (on thursday). The following monday, the lower leads were turned back on, and the pt walked well, but mentally was off over the next couple of weeks. Pt declined anti-depressants initially but relented. Hcp turned the lower leads off and began using the higher leads. Hcp has not seen pt since. No report of device explantion.